Event description:
The reporter stated that she was investigating an infection report that occurred in 8/1997. A pt allegedly experienced an infection in his arm after receiving an injection of medication. The reporter did not indicate that the medex device malfunctioned in any way during the alleged incident. She further stated that she was contacting both medex and the MFR of the medication as part of her report.